Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent strut were pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29mar2021. It was reported that crossing difficulties were encountered. The target lesion was located in right coronary artery. A 16 x 3.00mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.